Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received on (B)(6) 2018 indicates that the lead was capped and replaced on (B)(6) 2018 due to suspected lead fracture and lead noise. The patient was stable throughout.

Event description:
New information received on (B)(4) 2018 indicates that the right ventricular lead had also exhibited episodes of intermittent loss of capture.

Manufacturer narrative:
The reported complaints could not be confirmed. Final analysis found a partial lead measuring 12.2 cm. Analysis was normal. No anomalies were found. Damages found were consistent with those occurring during procedure.

Event description:
It was reported that noise was observed on the rv lead via review of remote transmissions. Further review confirmed noise on the sense/pace portion of the rv lead that caused oversensing on the rv channel. There were no reported patient symptoms. The pacing lead impedance has recently dropped. Patient is at an advanced age, and the physician does not feel the surgery would be in the patient¿s best interest. Patient will continue to be monitored.